Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had 2 capsules which failed to attach to the patient¿s esophagus and dropped in the patient¿s back of the throat. The capsules were retrieved using a forceps device. No lubricant was used to facilitate the placement of the capsule.